Event description:
A peritoneal dialysis (pd) pt reported that her cycler alarmed during treatment. She was not able to continue treatment. She discontinued treatment, disconnected, and went to sleep. In the morning she opened the cassette door and discovered a fluid leak. She retained the set and is returning it for evaluation. During follow up the pt's pd nurse reported that her effluent remained clear. She did not have any signs of infection. She was not treated with any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.